Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the cubie was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie was not detected on bus. A field service engineer found auxiliary drawer 4 located in c rows was not appearing correctly on the map and reseated the row board cable connected to the specific drawer and the pyxis cable ensuring secure connections and proper functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.